Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated that they have had issues charging the implant since day 1. Pt stated they have to manually hold the paddle against their back to get excellent quality. Pt stated they have to sit stationary and make the belt super tight as well. Pt also noted that on and off, they see batteries low replace controller batteries soon. Pt stated it takes 20 minutes for every 10% implant battery increase and it is very frustrating. Pt confirmed they charge implant with therapy off. Pt mentioned that they are 315 pounds and their rep told them that during the surgery, 'there was a lot of bleeding' and the ins may have been implanted deeper than usual. The pt also mentioned that they have to have the controller behind them in order for the controller to find the implant. Historical event: pt mentioned the controller was replaced 4 months ago. Pt mentioned they 'wrote a note' to mdt in (B)(6) of 2023. The patient was redirected to their healthcare provider to further address the implant charging issue/telemetry communication if replacement recharger does not resolve the issue. A replacement recharger telemetry module (rtm) was sent out. Historical events: during the call, pt mentioned that they have gone through 4 belts now because they keep ripping the stitching when they try and tighten the belt. A replacement belt was sent out. Pt called back stating they did not receive the recharger replacement from this case. Agent had pt look in the carrying case and pt found the rtm. Pt also stated the belt that they received is the same belt that they have been using for 'the last 3 years' and it is not the newer model. Agent offered to charge the ins over the phone with new rtm - pt declined. No further action is needed at this time.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator. During the call  pt mentioned that 'there are times where' they turn stimulation off but, the implant battery still depletes. Pt stated that lately, they have been turning the intensity down to 0 and using the stim on/off button to turn therapy off. Pt stated the implant was at 70% and then they did not use the therapy for 3-4 days or a week and a half and when they looked, the ins was down to 20%. Pt stated they use program c and have intensity on 3.5 - 4. Pt stated they can usually 'feel it' when they turn therapy off; when intensity is below 3, they cannot feel it. Pt stated when they are on their feet too much, their back kills them. Pt stated the therapy doesn't get rid of all the pain but, it does lengthen the ability for them to 'stay up right'. Agent recommended to document the issue and follow up with hcp to further address implant battery depletion.